Event description:
It was reported that the customer received a button error alarm. Advised customer that the insulin pump could not be replaced due to being out of warranty. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.